Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided shows the sutured patch during revision surgery. The patch and sutures appear intact. The patch does not appear to be sutured under excessive tension. Due to the nature of the sample provided, no further testing could be performed. Therefore, the reported condition cannot be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a cerebrospinal fluid (csf) leak wherein dura-guard was applied. Post-operatively, the csf leak was found to originate from the wound. Revision surgery showed that sutures were intact, and the fluid was suctioned out. No leakage site could be identified. No further information was available at the time of this report.